Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a descending thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt2815/7771025, proximally and tgt2815/7771024, distally). No issues were reported during the procedure, and the patient tolerated the procedure. On (B)(6) 2010, post-operative follow-up imaging showed no issues. On (B)(6) 2010, the patient was discharged from the hospital. Subsequent follow-up imaging showed no issues with the aneurysm diameter measuring 40 mm. On (B)(6) 2013, three year follow-up imaging revealed a type ii endoleak of unknown origin, and the aneurysm diameter measuring 42 mm. The physician elected to monitor the patient. On (B)(6) 2014, four year follow-up imaging showed that the endoleak persisted with the aneurysm diameter measuring 47 mm. The physician elected to monitor the patient. No further information is available.